Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3093-28 (lot: v250970); product type: 0200-lead; implant date (B)(6) 2009.; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an healthcare provider via a manufacturing representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that during the patient's device replacement surgery they attempted to remove the entire lead, but it fractured in 2 places. The doctor was able to remove down to the last 2 electrodes (0 and 1) that broke inside the actual s3 bone seam. They tried to get out as much as possible. The cause was unknown. Less than 6cm were left behind.